Event description:
Patient was revised to address dislocation. The cup and liner were a competitor's product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.